Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Method and result codes = na.

Event description:
It was reported that during a mastectomy procedure, the clip cut the vessel instead of clipping onto the vessel. It is unknown what was used to complete the procedure.